Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient developed high power in the rvad and underwent a pump exchange procedure. The patient was sent back to the intensive care unit with the exchanged rvad and the patient expired. The pump ((B)(4)) was not returned for evaluation therefore testing could not be performed. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The event was confirmed via the log files, additionally a picture of the explanted rvad was sent and showed a thrombus inside the pump. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Thrombus is a known potential risk as specified in the instructions for use (IFU) with this device. The site has declined to return the product to the manufacturer for analysis since they assessed the event to be unrelated to the heartware® device. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Review of the controller log files revealed initial low flow estimations (with "low flow" alarms) followed by an increase in power consumption and flow, as well as "high watts" alarms that correlate to the reported event. The site provided pictures of the explanted pump showing material within the pump inflow cannula. However, without the return of the pump, it is not possible to confirm the nature of this material. While the exact cause of the event could not be conclusively determined, the patient's complex medical condition may have been a contributing factor. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Site declined to return.

Event description:
Six days after the implantation, the site reported that the patient's right-sided vad had developed elevated power consumption and flow estimations as well as increased signs of hemolysis. Prior to this event, the patient is reported to have been in the intensive care unit (ICU) and had been extubated for some days. The site further reported that the vad parameters for the left-sided vad were normal. The patient was continued on his heparin infusion (with a therapeutic ptt goal of 65-79 seconds) and she was given tpa. However, the tpa was associated with increased chest tube bleeding and was discontinued. The patient then underwent a right-sided pump exchange on (B)(6) 2014. The site provided a photo of the explanted pump showing material within the inflow cannula. During the exchange of the right-sided vad, the vena pulmonalis was ruptured and repaired. She was returned to the ICU with bivad support as well as extra-corporeal membrane oxygenation for post-operative pulmonary edema. The patient expired on (B)(6) 2014. The cause of death was multi-organ failure. Details regarding whether an autopsy was performed, or its' results, were not provided. The event was reported to be unrelated to the heartware device by the site personnel.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device not returned.